Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent long-term tube placement on the right jugular vein on another hospital. Two months after, during hemodialysis treatment, there was blood leak on the right jugular vein catheter. They had to use a new catheter to resolve the issue which was used successfully and the procedure were completed. There was no reported patient complication.